Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead noted unsatisfactory threshold measurements and sensing. During the third positioning attempt, the helix did not extend after thirty turns of the fixation tool. As a result, this ra lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. While the helix mechanism operated appropriately through the testing process, returned paperwork or other input (other than product memory) indicates that a primary failure likely occurred.